Event description:
The customer reported that the insulin pump was dropped into a swim pool. Troubleshooting was performed. The customer stated that the device had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly.